Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. The following reportable malfunction was identified during the device evaluation: due to damage on charged couple unit, the image disappears during angulation in up/down directions. A root cause could not be identified. Based on the results of the investigation and previous investigations, reasonably known information suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found that due to damage to the charged coupled device (ccd) unit, the image disappears during angulation in the up/down directions. Based on the investigation, the most probable causes such as damage or deterioration of parts, environmental problems like dust/dirt/humidity, optical problem, overheating problem, and electrical problems like signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope had image noise (no image). The issue occurred during preparation for use before the patient was in the room. There was no report of patient involvement.